Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, it was suspected that the pt's ipg pocket was infected. A culture was taken and the pt was prescribed oral antibiotics. The pt later reported that the infection had worsened. On (B)(6) 2010, it was discovered that the pt had contacted an enterobacterial infection and the system was explanted. The pt was then put on IV antibiotics and sent home with oral antibiotics.